Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had frozen screen and keypad was stuck. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer reports the time clock did advance. The device will not be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. However, device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to unresponsive button.